Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load the cartridge onto the pump. Reportedly, the cartridge was not fully snapped into the pump. Customer was able to successfully reload the cartridge onto the pump. Customer's blood glucose level was 131 mg/dl.